Event description:
On 04/24/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent procedures for (1) salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement, and (2) conversion of a primary reverse total shoulder, for the relief of pain secondary to severe rotator cuff arthropathy and an irreparable rotator cuff tear, to anatomic hemi-shoulder replacement, when insufficient glenoid bone stock was encountered intraoperatively after the humeral stem has been implanted. The dates of these procedures were not provided, nor was the date of the initial rtsa. The healthcare professional (hcp) reported loosening of the humeral component (confirmed radiographically) of a univers reverse cuff arthropathy (ca) head system due to implant wear off and device dislocation or instability post-procedure. Hcp mentioned that the complications were probably not related to the device. Hcp also reported that the complications did not require any additional treatment, and they were not reported outside the institution. The date that the loosening was noted was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.